Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" alarm error appeared on the screen during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request onsite service as a 1009 "pressure regulation high" alarm error appeared on the screen during setup. The biomedical engineer (bme) was able to duplicate the reported issue and confirmed the 1009 error code in the event log. A repair quote for the replacement data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp replaced the da pcba, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.